Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and its struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately six years and nine months post filter deployment, patient presented with low back pain. Subsequent x-ray lumbar spine revealed that inferior vena cava filter was noted. Four months later, computed tomography (CT) revealed that filter was noted in the inferior vena cava. After eight days, patient presented with lower back and abdominal pain. Subsequent x-ray abdomen demonstrated that inferior vena cava filter was noted in the expected location. Eventually one year and four months later, patient presented with abdominal pain. A computed tomography (CT) showed positive for caval perforation. The superior extent of the inferior vena cava filter at l2-l3 disc space and inferior extent at l4 vertebral body. A total of three prongs have perforated the inferior vena cava with maximum distance of 9 mm. The coronal images showed 16-degree tilt superior/right to inferior/left and sagittal images showed 9-degree tilt superior/anterior to posterior/inferior. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: potential complications: perforation or other acute or chronic damage of the ivc wall. There have been reports of complications including death, associated with the use of vena cava filters in morbidly obese patients.